Manufacturer narrative:
The reported event for fractured lead was not confirmed. As received, the lead was complete but cut into 3 segments. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead terminal and stimulation segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. Continuity of the lead body segment was measured from end to end of each wire. No opens were observed in any of the lead segments.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-04574. It was reported the patient has been receiving inadequate therapy due to lead fracture in one of the patient's leads. X-rays confirmed the lead fracture. As a result, the patient's lead was explanted and replaced. Therapy was restored post-op. Both of the patient's leads are being reported because it is unknown which lead is liable.